Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting procedure, a guidewire fracture occurred. Vascular access was obtained via an artery in the groin. The 90% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery. A 185cm str pt² guide wire was used to cross the target lesion. When the device was advanced into the patient's body, the distal tip of the wire broke off. The physician attempted to retrieve the detached tip but failed. Instead, the physician stented the wire into the vessel using a non-bsc stent. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that during a stenting procedure, a guidewire fracture occurred. Vascular access was obtained via an artery in the groin. The 90% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery. A 185cm str pt² guide wire was used to cross the target lesion. When the device was advanced into the patient's body, the distal tip of the wire broke off. The physician attempted to retrieve the detached tip but failed. Instead, the physician stented the wire into the vessel using a non-bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was received with its original pouch. A visual inspection revealed the distal tip was detached. The returned device was sent to the (B)(4), the results show that the wire was subjected to a tension overload during the procedure that may have caused the fracture on the device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).